Event description:
(B) (4) crm received info that the left ventricular lead exhibited high thresholds. In a revision procedure, the lead was surgically abandoned. No adverse pt effects were reported.

Manufacturer narrative:
Results: review and confirmation of mfg records was performed. No anomalies were found. Conclusion: it cannot be determined whether the event was related to device performance, or pt condition.